Event description:
It was reported that the atrial lead exhibited high out of range pacing impedance along with noise and a loss of capture at maximum output. Programming recommendations were requested and technical services discussed options, along with lead replacement. The lead remains implanted. No adverse patient effects were reported.